Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the right middle lobe, abutting the pleura. The physician repeatedly tried to obtain biopsy specimens from different angles and at nearby locations, but the radial endobronchial ultrasound (rebus) signal did not confirm good lesion localization. The physician then used fluoroscopy and ion navigation to successfully obtain biopsy samples, which ended up being diagnosed as cancer. The procedure was completed. A post-procedure chest x-ray was performed, which was unremarkable. The patient was discharged home. The patient was readmitted 3 hours later due to shortness of breath and right-sided back pain. Further assessment revealed the presence of a moderately-sized pneumothorax, so a chest tube was placed. The patient was admitted for less than 48 hours, then the chest tube was removed, and the patient was discharged home. The physician believed that the pneumothorax was due to the target nodule's difficult location. The pneumothorax would have likely occurred with alternative navigational bronchoscopy technologies or alternative forms of biopsy. There was no device malfunction associated with the event. The patient is currently at home and in stable condition.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.